Manufacturer narrative:
The previously reported contrast/water leak was from a non-medtronic indeflator. Evaluation summary: the delivery system was returned for analysis with the stent off the balloon. The stent did not return for analysis. There was no damage to the distal tip of the delivery system. There was no damage to the balloon bond and inflation lumen of the delivery system. A 0.015 inch mandrel was loaded via the guide wire entry port with no resistance encountered. During the analysis of the device, a negative prep was performed with no leak detected. The balloon was inflated to 16atms (rated burst pressure) and maintained pressure. Inflation time was 5.17secs. The balloon was deflated with deflation time of 6.26secs. There was no evidence of leak on the delivery system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting use a resolute integrity (rx) drug eluting stent to treat a slightly calcified lesion in the proximal diagonal branch exhibiting 100% stenosis and moderate vessel tortuosity. The device removed from packaging and inspected with no issues noted. Negative prep was performed successfully. It was reported that the balloon leaked on the first inflation, the device partially inflated at 4atm and leaked contrast/water from the in-deflator. As the device was partially inflated it was possible to post dilate with a non-compliant balloon. The device did not pass through a previously deployed stent and no resistance was encountered or excessive force used. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.